Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery problems was confirmed due to 64 discharges. There was multiple depleted battery notices in the event log. The main batteries and harness were replaced. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Event description:
This is a report of a colleague infusion pump with battery problems, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. This device is a unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.